Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing lumbar fusion. Intra-op, the screw plug of the crosslink broke. The product came in contact with the patient. No fragment of the broken crosslink remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic review confirmed the bottom portion of one of the set screws has broken off. A microscopic review of the fracture indicates that there may have been a side load placed on the set screw during tightening. It appears the set screw broke from material overload based on the surface damage to the bottom of the set screw. If information is provided in the future, a supplemental report will be issued.